Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Customer had submitted one kit. Add'l info has been requested via email requesting clarification where on product issued occurred and length of product use before issue occurred; in addition to include details as to whether all three (3) kits were of the same product code and lot number. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that three (3) kits were used. The first two (2) kits used on the pt were not filled with enough water in the cuff and a leakage occurred, because of lack of water (the first kit - tightness - threw away. The 2nd kit 35mm indicator not closed resulting in leakage). The third kit was not used on the pt but only tested separately. The third kit was tested outside the pt and the same problem occurred. It wouldn't fill cuff with water, and signal indicator didn't react as expected (the 3rd kit 35ml + 10ml indicator ok - hard to put in liquid). Lastly, it is reported that no damage to the pt after removal of kit.